Event description:
It was reported that on (B)(6) 2025, an unknown amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown delivery system. On (B)(6) 2025, the patient was re-admitted with shortness of breath. Transesophageal echocardiogram (tte) was performed which revealed pericardial effusion. Pericardiocentesis was performed which drained 825ml of fluid. The patient was reported to be stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and shortness of breath was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was re-admitted and pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown 14f abbott delivery system. Patient was in non-sinus rhythm. Sheath exchange in left atrium over versacross pigtail wire. There was one partial recapture but otherwise no issues with the implantation procedure. Transseptal puncture was inferior/mid. Heparin was administered. Activated clotting time was unknown, but typically shoots for 250-350s. Protamine administered post procedure. On (B)(6) 2025, the patient was re-admitted with shortness of breath. Transesophageal echocardiogram (tte) was performed which revealed pericardial effusion. Pericardiocentesis was performed which drained 825ml of fluid. The patient was reported to be stable. In the physician's opinion the pericardial effusion was due to the amulet.